Event description:
A report was received that during the implant procedure the physician punctured the patient's dura. The impant procedure was aborted. Later the patient had a headache so the physician treated the patient with a blood patch.